Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 1845010, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 1845020: analysis found that the reported complaint of overheating was confirmed. The attachment failed pre-repair temperature test. Pre-repair temperature test readings in degree fahrenheit were: point 1: 90.1, point 2: 118.8, point 3: 88.1. Output drive shaft assembly was found to be corroded as well. The device was disassembled, replaced multiple parts, reassembled, tested and passed to manufacturing specifications. Product ID 1845010: analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. Product ID 1845020. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device overheated prior the procedure. There was no patient involvement.